Event description:
Dealer is stating that the chair intermittently goes into drive inhibit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.